Event description:
Caller reported that the cartridge was not fitting properly on the pump and described the issue as the cartridge not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the pump and pneumatic tap area, remove an o-ring, clean the area, and then reload the original cartridge. The cartridge was successfully reloaded, and the customer was able to resume insulin therapy without further issues.